Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set fell off during use event on 12-jun-2024. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain.